Event description:
Customer reported that the screen on the insulin pump is blank. Customer stated that there was a beep she had never heard before and it flickered and went blank. Customer stated she inserted a new battery and the display did not return. The insulin pump does not show signs of physical damage. Customer stated the contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was instructed to insert a new battery; the display returned. An unexpected restart alarm occurred. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.